Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touch screen was cracked. Reportedly, the cause of the crack was unknown. There was no adverse impact to the customer's blood glucose level. Reportedly, customer had a backup insulin therapy method available.